Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log confirmed the reported event of a hardware error. The root cause was determined to be a defective battery.

Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The foreign patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).